Event description:
It was reported that an altitude alarm occurred. Blood glucose levels ranged from 54-500 mg/dl. Technical support arranged for a pump and cartridge replacement, and the customer switched to a backup insulin pump to ensure continued insulin delivery.